Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had an rf ablation in the c4, c5, c6 region on (B)(6) 2017, with a subsequent return of tremor "around the same time." It was stated that prior to the ablation the patient had great tremor control, and impedances were checked by the hcp which showed them as all within range. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was reprogrammed by a healthcare provider, which resolved the issue and tremor was reduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.